Event description:
It was reported that a patient underwent a gynecological procedure on an unk date. During the procedure, in the middle of the case, the device stopped working. The case was successfully completed with another device with no adverse patient consequences.

Manufacturer narrative:
Blade seized/stopped - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.